Event description:
A talent stent graft device was successfully implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that two bifurcated stent grafts were implanted for a planned aui. The devices were successfully implanted and the patient was taken to the ICU for recovery. (MFR report# 2952300-2009-00839). It was reported that while the patient was in the ICU for recovery, the patient had a myocardial infraction and expired. The physician stated that the stent grafts performed as intended and the patient expiring was not related to the stent graft.

Manufacturer narrative:
Evaluation codes, results: (death), conclusion code: (myocardial infraction).